Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to clinic after receiving a vibratory notifier for nonsustained rv oversensing. There was rv lead noise present in multiple egms. Pacing lead impedance had decreased. The lead was explanted and replaced. The patient was good.